Event description:
It was reported that a bipolar insert had a small blister/crack that does not seem the consequence of bending. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Result is mechanical shock problem. The returned device was analyzed. The electrode tube has a crack and a blister. The coating of the electrode is damaged and the electrode is on short-circuit. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).